Event description:
During verification testing at the service ctr, the device touchscreen keys did not respond when pressed.

Manufacturer narrative:
During testing at the service ctr, the touchscreen responded off center and touchscreen errors were noted in the device history. This was found to be due to a broken touchscreen due to corrosion which was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.